Manufacturer narrative:
The device was received in the not deployed state. The bottom and middle batteries were measured to be much below the expected voltage. The device data was attempted to be downloaded by using the power supply connected to the pcb, but the pod failed to connect to the master pdm. Due to this, the device was unable to be downloaded. The root cause for the needle not deploying could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula never inserted into the skin. Upon inspection of the pod, the patient reported that the pink slide did not move forward, indicating a needle mechanism failure.